Event description:
A malfunction occurred, displaying a malfunction code that was resettable. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and emailed further reset instructions with advice to call if the issue occurred again.